Manufacturer narrative:
This follow-up MDR is created to document the additional information. According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 but during the closing part of the procedure the physician noted that he had inadvertently punctured one cylinder with a needle. He removed that cylinder and replaced with a new one. No delay in surgery was reported and no product will be returned. As no additional surgery was required, no further action required. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Event description:
Additional information received by phone from dr. (B)(6) indicated that this was a virgin implant procedure. During the closure of the corpora the cylinder bladder was inadvertently punctured with a needle. The physician removed the one cylinder and replaced with a new cylinder during the same implant procedure.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, punctured with a needle.